Event description:
It was reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using different wall adapters and charging cables, but these efforts were unsuccessful. Consequently, technical support decided to replace the pump, and the customer was instructed to allow the old pump battery to fully deplete before returning it. A replacement pump with updated software was sent to the customer, who was advised to program their settings and connect their cgm to the new pump.